Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. "Minor irritation or discomfort" is acknowledged within the IFU and are not related to off-label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent tissue damage related symptoms. "Device migration" is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent migration issues. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) implant reservoir device had migrated into the scrotum from the space of retzius. The patient was experiencing discomfort due to the migration. The physician removed the reservoir and replaced it through replacement surgery with a conceal reservoir, and there were no further signs or symptoms reported.